Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 04, 2018 that a wallflex biliary fully covered stent had been implanted to treat a stricture in the common bile duct during a procedure performed on an unknown date. Reportedly, the patient's anatomy was not dilated prior to stent placement. The stent was scheduled for removal during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2018. According to the complainant, during the scheduled stent removal procedure on (B)(6) 2018, the patient presented with elevated bilirubin levels. On the scout film, the stent was originating in the biliary tree emerging from the major papilla and was visibly occluded. The stent was removed with a snare. Reportedly, a water column test was performed and the stent was confirmed to be occluded. It is unknown if the patient received other medical treatment to address elevated bilirubin levels (jaundice). There were no patient complications reported following the procedure.